Manufacturer narrative:
(B)(4). D10: associated medical devices: oxf uni tib tray sz b lm PMA; item#: 154720; lot#: 672060. Oxf twin-peg cmntd fem md PMA; item#: 161469; lot#: 977740. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient initially underwent a unicompartmental knee arthroplasty. Subsequently, approximately two years post-implantation, the patient underwent a revision surgery due to knee buckling and instability during extension. During the revision procedure, the tibial component and bearing implant were revised, while the femoral component was retained. Attempts have been made and no further information has been provided.